Manufacturer narrative:
(B)(4). Batch # n91a6f. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues. Six clips were found in the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired two clips outside the patient, and the device fired formed clips. The device was fired on the cystic artery and the clips did not close all the way and some clips were coming off the vessel. The clips did not form completely and did not occlude the vessel. Another device of the same product code was used to complete the procedure. There were no adverse consequences for the patient.